Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. As the customer was not currently receiving an alarm and had changed the cartridge/infusion set, tandem technical support was not able to perform a system check to determine the cause of the occlusion alarm.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.